Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use, and the electrode is missing its whole body from inside its housing. A functional evaluation revealed that the unit cannot be tested due to it missing its entire electrode. Plugging in the wand does cause a wand end of life error. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, when they ended using the aris turbinate reduction wand, the tip fell off. No further complications were reported. It is unknown if there was a backup device available or if there was a delay.